Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for an unknown indication when the peritonitis diagnosis was made. The cause of the peritonitis was not reported. On an unreported date in the home environment, the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Physioneal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.